Event description:
It was reported that the patient's pacemaker was at its elective replacement interval (eri) and "no longer functioning". It was also reported that the patient's pacemaker was explanted and replaced with a defibrillator based on the physician's medical judgment. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.